Manufacturer narrative:
Evaluation: failure description: p0342r: the welding seam that connects the pin with the outer pipe is broken. It was possible that one part of the jaw could slip from the pin and drop into the patient. The jaw profile is heavily worn. P0349r: the welding seam that connects the pin with the outer pipe is broken. The parts of the jaw drifted apart, they overlap approximately 0.25 mm. Pm986p: the insulation pipe is broken at the end. The products were analyzed by microscope. The blade profiles show significant wear and tear. Consultation with the producing department, provision of the welding documentation completed; no deviations. Root cause is user related. Most likely the damages to the instruments are caused by shaft torsion during surgery. This is also indicated by the strong indications of wear at the jaw. The instruments are not designed for high torsion forces. It is likely that the torsion overload caused the breakage of the welding seam and this caused an expanding of the shaft. This expanding led to a widening and finally to the breakage of the insulation pipe (pm986p). Corrective/preventive action: na.

Event description:
Country of complaint: (B)(6). Intra-operative breakage of the jaw. Device purchased approximately (B)(6) 2014. Limited use for tapp, less than 60 uses of device. When the jaw hooked tissue, it broke in the pt's abdominal cavity. The jaw was grasping a needle at this time. According to the customer, it seems that no fragments in pt's body and no damage of the outer tube. Additional components of device: po349r/ jaw ins.uni.grasping forceps d:3.5/290mm. Pm986p/ insulated outer tube 3.5/3.5mm 290mm.

Manufacturer narrative:
U.s reporting agent notified on: 07/14/2015. Mfg site eval: eval is incomplete; eval on-going.